Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up report will be supplemented accordingly.

Event description:
The service center was informed that a customer high definition liquid crystal display monitor was returned due to a report of no image (temporary blackout / image is too noisy to see/ image is too intermittent to see) during installation. The monitor will be returned for service. No patient involvement or harm was reported.